Event description:
A company rep was observing surgery and reported that during hydrodissection, the cataractous lens prolapsed through the capsule into the anterior chamber. When the lens prolapsed, the surgeon pushed it back in place. The surgeon initiated phacoemulsification and within a few seconds, he observed that the capsular bag had torn. After reviewing the surgical video, the surgeon concluded that the tear occurred when the lens prolapsed forward. The pt underwent a posterior vitrectomy.

Manufacturer narrative:
The device history records were reviewed and there were no findings related to the reported adverse event. Based on the surgeon's review of the surgical video, the root cause of the capsular tear was believed to be related to hydrodissection and prolapsing of the cataractous lens. The laser settings for the reported case were reviewed and there were no findings that would suggest that the device contributed to the capsular tear. Capsular tears are an inherent risk of cataract surgery. (B)(4).